Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, "a long time ago" the following events occurred: the mucosal tissue from the body cavity was attached to the tip cover (maj-2315) of tjf-q290v (in the state of being inside the tip cover). It was reported this occurred two times, the first time the mucous membrane adhered to the crack side of the tip of the tip cover, and the second time it adhered to the hand side of the tip cover. All cases have been completed, and it seems that no health hazard has occurred, as the patient has not been ill. Details such as the timing of occurrence are unknown. Both maj-2315 have already been discarded. Case with patient identifier (B)(6) reports tjf-q290v (1st occurrence). Case with patient identifier (B)(6) reports maj-2315 (1st occurrence). Case with patient identifier (B)(6) reports tjf-q290v (2nd occurrence). Case with patient identifier (B)(6) reports maj-2315 (2nd occurrence).

Manufacturer narrative:
This report is being updated to provide investigation findings. The distal cover involved in the reported event was not returned, and not available for evaluation. Device history record (DHR) review; DHR has not been confirmed because lot is unknown, but there was no manufacturing problem relating to the reported issue. Another review was performed on the manufacturing process to make sure if there has been any change on 5m which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. In addition, olympus tested a new distal cover in our stock and verified that it conforms to the product specification. Therefore, it¿s unlikely that the reported issue was caused by manufacturing defect. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. The definitive cause of the reported event could not be determined. Cause analysis: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. It has been found from the examination by CAPA no. Omsc-hq-153-19 that the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped.